Event description:
It was reported that the patient presented for revision of the right atrial lead due to conductor fracture. Over-sensed noise that resulted in pacing inhibition and episodes of inappropriate automatic mode switch was also observed. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.